Manufacturer narrative:
Concomitant product(s): product ID: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible atrial lead undersensing during ventricular arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.